Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval; therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion in the labor and delivery unit. It was also reported that there was no pt injury.